Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during puncture.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) as a complaint sample and one as a representative sample. Both samples were visually examined and no issues were identified. A vacuum leak test was performed on both the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the samples passed the functional inspection. A push leak test was also performed on both of the samples per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe; therefore, the samples passed the push leak test. A device history record review was performed and no issues were identified. The instructions-for-use (IFU) that are packaged with this kit warns not to aspirate the ars with the spring-wire guide in place as this will cause air to be introduced into the syringe. The report that the ars leaked could not be confirmed through functional testing of the returned samples. The ars samples passed the vacuum leak test and the push leak test. No issues were identified during testing. The reported complaint issue could not be reproduced with the returned samples; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars (syringe) leaked during puncture.